Event description:
The dental implant (B)(4) was removed on (B)(6) 2018 due to failure to osseointegrate 11 months and 1 day after implantation. The patient has no significant medical history. The patient required bone augmentation for the surgery. The patient has recovered without complications.